Event description:
It has been reported that relevant medical history/diagnosis/medication: left heart cath. The intra-aortic balloon (iab) was inserted for prophylactic use for a high risk procedure. While in the cardiac cath lab (ccl) the iab was prepped and inserted via a sheath into the patient's right groin. Intra-aortic balloon pump (iabp) therapy was initiated and approximately 20 minutes after the start of iabp therapy, the pump alarmed "helium loss 2." The pump was inspected and was restarted. Immediately the pump alarmed "high pressure 1" and at this time the doctor was alerted. The doctor performed cine to confirm position and that the catheter had opened properly. The doctor then inspected the insertion site to find that there was blood in the tubing. The iab was removed and a 9fr sheath was inserted in case there was a need for another iab. The doctor was concerned that possible aortic plaque may rupture another iab; however, another iab was not required. There was no reported patient death or injury. Medical/surgical intervention was not required. The patient outcome is listed as the patient is in the intensive care unit (ICU) awaiting surgery scheduled for (B)(6 )2013.

Manufacturer narrative:
(B)(4).